Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was explanted due to an infection. Location of infection and explant date is unknown.

Manufacturer narrative:
G3 date received by manufacturer: should have been 15 may 2022 instead of 25 april 2022 in the initial report.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.